Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath quartz contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported pericardial effusion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion was procedure related.

Event description:
During a premature ventricular contraction procedure, a pericardial effusion occurred. Mapping was completed in the left atrium and ablation was performed on the apical portion of the ventricle. While ablating, the location was unstable with the tacticath. Near the end of the procedure, the patient became hypotensive. An echocardiogram was performed and revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. The physician alleged the effusion was due to ablating with the tacticath. There were no performance issues with any abbott device.